Event description:
It was reported that the patient presented for a routine device check in clinic. The patient's right atrial (ra) lead exhibited high pacing impedance in july. There was no intervention. The patient was stable and experienced no consequences.

Event description:
New information received noted that the right atrial lead was explanted and replaced. There were no complications and the patient was asymptomatic post procedure.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.